Event description:
Ambulance personnel were attempting to monitor a pt complaining of chest pain. Allegedly the crt went blank, however the operator were able to continue monitoring by viewing the recorded ECG and listening to the audible systole beeps. There were no adverse effects to the pt reported as a result of the alleged malfunction.